Event description:
It was reported the device allegedly failed to alarm "air in line" during an infusion. There was patient involvement but unknown harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Concomitant med prod data and manufacturer narrative annex a: a25, annex b: b01, b14, annex c: c19, annex d: d14, annex g: g0301201. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue failed to alarm "air in line during an infusion¿ was not confirmed during log review or reproduced during testing. The returned pump module alarmed for air in line appropriately at all the configuration threshold settings. The pump module was also tested for accumulated air bolus detection. After approximately 10 minutes from the start of the test, the pcu displayed ¿accumulated air alarm¿ with an audible alarm; indicating the unit is within tolerance and alarming appropriately. The intravenous (IV) disposable set leak product analysis procedure was performed to test the source administration set (model 2426-0007) and secondary set (model 72215n). The testing of the returned sets showed no anomalies. A review of the pump modules and pcu error logs showed no errors related with the reported incident. On (B)(6) 2025, at 10:04 am, the last infusion recorded was programmed by basic infusion with the suspect device with a rate of 100ml/h and vtbi (volume to be infused) of 1000ml. The profile in use was identified as ¿adult¿. The infusion started with a pvi (primary volume infused) of 0ml. From 10:29 am to 12:01 pm the infusion stopped by ail (air in line) alarm nine (9) times, the restart button was pressed immediately after every alarm showed. No other errors or malfunctions were recorded during this infusion period. At 12:16 pm the suspect pump module was powered off with a pvi of 202.614ml. No further infusions with the suspect device were recorded. The bd alaris¿ system with guardrails user manual v12.3.2 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported failed to alarm "air in line" during an infusion was not determined during the investigation. Laboratory testing showed the ail was detecting air within specification. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported the device allegedly failed to alarm "air in line" during an infusion. There was patient involvement but unknown harm. Although requested no additional information will be provided by the customer, no devices will be returned.